Event description:
It was reported that the patient complained of phrenic nerve stimulation. Following reprogramming to bipolar, the lv (left ventricular) lead showed varying impedance between 704 ohms and 86 ohms, with a possible insulation breach. The lead remains implanted but is programmed off. Follow-up attempts to get the lead serial number were unsuccessful. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lead serial number, the manufacturing date cannot be determined.